Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil through a non-penumbra microcatheter and, therefore, the physician attempted to remove the ruby coil. While retracting, the ruby coil unintentionally detached within the microcatheter and, therefore, the microcatheter was removed with the detached ruby coil inside. The procedure was then completed using a new microcatheter and additional coils. There was no report of an adverse effect to the patient.